Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015. Date of implementation of UDI in manufacturing.

Event description:
It was reported that the ventilator system's support arm, which holds the patient tubing broke. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information support arm was broken at the joint, replacement of the support arm solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Information provided by technician confirmed that the support arm was manufactured before september 2009. The support arm is a casting and it most probably developed a crack at an earlier occasion either by overloading or impact and this led to the reported breaking. The support arm serves to relieve the patient from the weight of the tubing system. Previous investigations led to a redesign and a change of the manufacturing process in order to obtain a higher mechanical strength of the support arm. This change was implemented in production during september 2009. The reported support arm was manufactured before the implementation of this change. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective design.

Event description:
Manufacturer's ref #: (B)(4).